Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter tip cracked during insertion into the patients body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appears to be in good condition. Microscopic inspection revealed damage at the guidewire exit port. A functional test was conducted with a test guidewire, and no resistance was noted when tracking the guidewire into the catheter. Based on this evidence, the reported code tip damaged/defective is confirmed. The damage at the guidewire exit port could have contributed to the incident.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter tip cracked during insertion into the patients body. The procedure was completed with another of the same device. No patient complications were reported.